Event description:
It was reported that the percutaneous thrombolytic device (ptd) was inserted without incident. After approx 5 passes, they found the orange inner lumen had become detached at the basket. As a result, a new kit was opened. Reference MDR#: 2242445-2011-00127

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.